Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01501, 01502, 01503.

Event description:
Allegedly mom thr left side. No signs of infection. During operation - clearly pseudotumor. Low activity level. Orig. Surg. And rev. Date unknown.